Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on, (B)(6) 2010, patient underwent anterior cervical discectomy and fusion (acdf)- extrapharyngeal anterolateral approach. Levels implanted: c3-c4,c4-c5,c6-c7 initial diagnosis: acdf for treatment of degenerative disc disease (ddd) on (B)(6) 2010, patient reported ongoing spinal cord compression s/p multilevel acdf. On (B)(6) 2010, patient reported parethesias (numbness, tingling) below chin, numbness while sitting still, hypersensitivity in bilateral upper extremities, neck pain and arm pain, dysphagia. On (B)(6) 2010, patient reported difficulty in sleeping, ongoing dysthesia with weakness. On (B)(6) 2010, patient reported feeling lightheaded. On (B)(6) 2010, patient reported paresthesias right flank, when neck is flexed. On (B)(6) 2010, patient reported lower abdominal pain, interferes with walking, attributed to muscle spasm. On (B)(6) 2011, patient reported frustation over slow progress. On (B)(6) 2011, patient reported paresthesias(numbness, tingling in the area of left trapezeus, buzzing in bilateral thighs) on (B)(6) 2011, patient reported pain, right chest radiating to right arm, assosiated with anxiety.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.